Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damage clamp is confirmed but the exact cause could not be determined from the video sample provided. One video sample of a dl powerpicc catheter in use was returned for evaluation. The clinician was observed to attempt to close the clamp on the red lumen but was unsuccessful. The clamp did not appear to lock into the ridge. The exact cause could not be clearly observed through the video sample provided. The sliding clamp was activated over the extension leg. The clinician was able to activate the clamp on the purple lumen without any issues. Based on the video sample provided, possible contributing factors include damage clamp during handling or use. Since the clamp was observed to have issues locking closed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recu1053 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at the time of washing the newly inserted catheter, it is observed how the video details, that one of the clamps does not press, the nurse leaves the clamp that comes in the stiletto as reinforcement. There are no complications and the patient continues with the normal-functioning catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu1053 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at the time of washing the newly inserted catheter, it is observed how the video details, that one of the clamps does not press, the nurse leaves the clamp that comes in the stiletto as reinforcement. There are no complications and the patient continues with the normal-functioning catheter.